Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd nexiva¿ closed IV catheter system ¿ single port, an open seal of the unit package was observed two times. The following information was provided by the initial reporter: sterile package was opened.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that prior to use of the bd nexiva¿ closed IV catheter system ¿ single port, an open seal of the unit package was observed two times. The following information was provided by the initial reporter: sterile package was opened.